Event description:
It was reported that "during a robotic laparoscopic hepatectomy, the system triggered an "endoscope frozen image" alarm. The image itself was not frozen, but tele-op was blocked. The issue was resolved after the storz image generator was rebooted. There was a delay of approximately 5 minutes. There was no patient injury."

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information: the affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).